Event description:
The complainant alleged that while defibrillating a pt, the defibrillator failed to discharge. The complainant alleged that the device was attached to pt with defibrillator pads and ECG electrodes and found pt to be in course v-fib. Pt was defibrillated at 200 joules into an asystole rhythm. Within seconds, the pt was back in course v-fib. The device was charged to 300 joules, however would not discharge. The device displayed "poor pad contact" and "ECG leads off" messages. The medics removed and replaced the defibrillator pads and ECG electrodes, however the device continued to the display these messages. CPR was continued on the pt. The pt was intubated and transported with acls in process. Pt was still in course v-fib, medics were successful in defibrillating the pt at 300 joules. The device displayed a dotted line throughout the resy of the transport. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.